Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-01019, 3005168196-2018-01020. The device was discarded.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, three smart coils did not deploy due to severe tortuosity. There was no report of an adverse effect to the patient.